Event description:
In this event it was reported that a cavitron fitgrip 30k fsi-sli-1000 insert tip was "getting too hot"; no injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possible cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The insert was evaluated and met specification. The hottest observed temperature was 89.9f. This is within the limits for safe usage. A DHR review was conducted with no discrepancies noted.